Manufacturer narrative:
(B)(4). Other device used: catalog # 00111314001, palacos r+g bone cement, lot # 74184285, quantity: 2: this bone cement is manufactured at heraeus medical and distributed through (B)(4) products. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing loosening of the tibial component.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Review of primary operative notes confirms patient underwent a left total knee arthroplasty on due to osteoarthritis. Trial components revealed excellent flexion and extension, with a very well-balanced and stable knee. Final components were cemented into place. Trialing of final implanted components revealed no evidence of any flexion gap instability, full extension, flexion easily to 130 degrees, and midline patellar tracking. The knee was found to be well balanced and stable to varus and valgus stresses in various degrees of flexion. X-rays were returned for review. Comparing two ml and ap views dated (B)(6) 2013 and (B)(6) 2015, there appears to be subsidence of the tibial plate in the posterior, medial direction. The package insert states that loosening is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.